Event description:
Resmed airsense is the 3rd CPAP machine I've used. Purchased in 2019. Began to over heat and burned holes on nightstand, the box on electric cord also gets very hot. Fire hazard. Is there a recall on this issue? Second study, 3rd CPAP unit used in 20 years. My health has declined since inability to utilize resmed airsense machine. Refer to additional documents in i2k.